Manufacturer narrative:
This report is submitted on may 27, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to tinnitus. The patient was reimplanted with a new device during the same surgery.